Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensors were inserted and when the sensors were removed, the electrodes were not found. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that the light of the transmitter did not flash after the reported sensors were inserted. The sensor will be returned for analysis.